Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.